Event description:
Patient had right total hip revision due to a failed stem/neck pin in 2009, 64 months after original surgery date of late 2003. It was reported that the surgery went well.

Manufacturer narrative:
Explanted implants not returned for evaluation.